Event description:
It was reported that during a foot fusion procedure, the surgeon placed two compression wires in the screw holes of the x plate. These were being used not for compression, but to hold the plate stable until screws could be inserted. The k-wires sheared off at the ball (olive) when trying to remove them. The fragments were retrieved and discarded. The surgery was successfully completed. The surgery was delayed for 30 minutes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.